Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise on the right ventricular (rv) channel causing pacing inhibition. The patient reported suffering from seizure-like activity although it is unknown if this was correlated to the inhibition. The sensitivity was reprogrammed and the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the oversensing was cross-talk oversensing of atrial activity on the right ventricular (rv) channel. This was thought to be due to changes in the patient¿s heart size and the fact the rv lead is programmed bipolar. The patient was pacemaker-dependent and experienced pacing inhibition with asystole of greater than two seconds. The seizure-like symptoms were actually the patient feeling their body become rigid and experiencing dizziness, there was no syncope reported. The sensitivity was reprogrammed and the system remains in service. No additional adverse patient effects were reported.